Event description:
It was reported that the promus 2.75 x 18 mm was deployed in the distal right coronary artery (rca) and the proximal rca pre-dilated with the promus 2.75 x 18 mm stent delivery system (sds) balloon. The sds catheter was then removed from the patient. A promus 3.0 x 28 mm sds was then advanced over a 0.014 non-abbott guide wire. After advancing the sds over the guide wire for about 5 cm the sds encountered resistance with the guide wire and the device could not advance any further. After repeated attempts, the sds was pulled back but was unable to be pulled back on the guide wire. Therefore, the sds was forcefully pulled back which resulted in the proximal shaft separating. The separation occurred outside the patient anatomy and therefore, the device was able to be removed from the patient. The patient was in stable condition. No additional information was provided. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.